Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the patient had a fall and had subsequent periprosthetic fracture below the level of the cpt stem insitu. Surgeon revised by removing cpt, and the tmars liner and implanting a competitor revision system + cemented in our avantage dm cup into the existing tmars cup. There was also an ncb plate that broke in half during the fall; however, this was implanted separate to the primary hip implants and therefore surgical record/implant labels are unable to be found. This was removed and replaced with a competitor product at the time of the revision surgery. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown cables item# unknown lot# unknown. Femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length item# 00811400210 lot# 62435847. Femoral head sterile product do not resterilize 12/14 taper item# 00801803602 lot# 62352890n. Revision shell liner 0 deg face angle for use with 58mm cup item# 71055836 lot# 61456794. Unknown screws item# unknown lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.